Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus medical systems india private limited (omsi) for evaluation. In the evaluation of omsi the following was confirmed; the subject device automatically turned off. The power supply unit of the subject device was defective. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before a unspecified procedure, the subject device automatically turned on and off repeatedly. And the endoscopic image was not seen. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the evaluation of omsc the following was confirmed; the power supply board of the device was defective. The device was manufactured more than 3 years and 5 months ago. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by an accidental failure of the power supply board. This device is an original equipment manufactured device and the device history record (DHR) is unknown, so omsc could not review it. If additional information becomes available, this report will be supplemented.